Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level ranging between 291-300mg/dl. The customer alleged that the high bg was caused by insulin not following properly out of the pump. The customer attempted to deliver a correction bolus and an occlusion alarm occurred. A manual injection was administered to address the bg level. A system check was performed and air gaps were observed in the infusion tubing. An infusion set tubing change was performed and the customer successfully resumed insulin deliveries. Recommendation was made to consult with their health care provider to discuss diabetes management. During a follow-up, the customer reported received an additional occlusion alarm. The customer's bg level was in the 300's mg/dl range and a correction bolus was delivered to address the bg level. The customer was to perform a complete supply change to address the occlusion alarm.